Manufacturer narrative:
Method: visual inspection;device history review; complaint history review; risk assessment; results: a manufacturing review of the device was performed and indicated no discrepancies or anomalies. Materials analysis performed. X-rays were reviewed, it was confirmed that the implant reduced in height by approximately 2.818 mm. A visual inspection was performed on the returned device. The implant is still expanded to about 1 mm. Some scratches and discoloration were observed throughout the implant. These damages were most likely due to explanation and/or in-vivo use. Based on the information received from the sales rep, patient's bmi is 35.9 (obese). Height bmi may be one of the contributing factors of possible device failure. Conclusion: the root cause is not determined and is multifactorial.

Event description:
It was reported that the cage collapsed.

Event description:
It was reported that the cage collapsed.